Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted. It was indicated that the device is not returning for evaluation as the lens remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor believes that a multifocal intraocular lens was incorrectly packaged in a monofocal intraocular lens box (zct450 18.0 diopter). Pictures and videos were taken that show rings on the optic body of the intraocular lens that shouldn't have rings if it's truly a monofocal lens. Reportedly, this incident wasn't realized until after the lens was implanted. The lens remains implanted in the patient's operative eye and with no reported complaints from the patient as of now. The patient was prescribed spectacles with a +2 add for the near vision at a post-operative follow up visit. There was no patient injury. No additional information was provided.